Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause could not be determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Local quality issue (loqi) reports adverse event (ae) number 1 in subject (B)(4) involving a hematoma at the right axillary artery access site. The relationship to the device is listed as definite. Loqi states that one unit of blood was ordered. The right upper axillary site of the impella device was firm with suspected hematoma. The patient is status post impella 5.5 insertion. She developed a hematoma accompanied by numbness in the right hand. The incision was reopened, and approximately 20 milliliters of clots were removed. Hemoglobin decreased from a baseline of 11.8 grams per deciliter to a nadir of 9.4 grams per deciliter.